Manufacturer narrative:
The device was not returned for evaluation. A lot history review revealed no other similar complaints associated with for ¿delivery system ¿ withdrawal difficulty-through sheath¿ and ¿delivery system ¿ kinked, bent¿. A device history review was performed and the relevant work ordered did not reveal any issues that could have contributed to this complaint. A review of complaint data for june 2017 revealed that the complaint rate did not exceeded the control limit for the applicable complaint trend category ¿kinked, bent¿ and ¿withdrawal difficulty¿. No instructions for use (IFU) or training materials deficiencies were identified. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. Due to the delivery system and relevant photographs/imagery not being returned with the complaint for evaluation, the complaints of ¿delivery system-kinked, bent and ¿withdrawal difficulty-through sheath¿ were unable to be confirmed. Without the device returned for evaluation, no functional testing or dimensional inspection was able to be completed and a manufacturing non-conformance was unable to be identified. However, review of relevant manufacturing mitigations, lot history, dhrs, and complaint history provides no indication that a manufacturing non-conformance contributed to the event. Based on available information, it is likely that patient/procedural factors contributed to the reported event. The patient¿s access vessel was noted to have moderate calcification and tortuosity. These patient factors would have provided a challenging pathway for delivery system advancement, increasing the likelihood of kinking the delivery system. As reported by the complaint site, ¿the crimped valve was not able to be advanced through the subclavian artery and was caught on calcium. The delivery system became kinked¿¿ similarly, these factors would have created difficulty withdrawing the delivery system into the sheath as well. During retrieval of the crimped valve, tortuosity can create sub-optimal angles that can lead to non-coaxial alignment in the retrieval of the delivery system. The delivery system can potentially catch onto the tip sheath and cause difficulty during withdrawal. In addition, calcification in the access vessel can create resistance during retrieval and, combined with tortuosity, can cause the crimped valve to get caught. As reported by the complaint site, the valve was caught on calcium during advancement and, ¿during the attempt to pull back the crimped valve and delivery system it pulled the subclavian artery off¿. The complaints for ¿delivery system ¿ kinked bent¿ and ¿withdrawal difficulty-through sheath¿ were unable to be confirmed. No manufacturing non-conformances were identified. Available information suggests that patient/procedural factors may have contributed to the reported event. Since no product non-conformances or IFU/training inadequacies were identified, and there is no indication of increasing trend that surpasses control limits for this trend category, no corrective or preventive action is required at this time.

Manufacturer narrative:
(B)(4). Investigation is underway.

Event description:
As reported by a field clinical specialist, during valve implantation, the subclavian artery avulsed from the aorta. During a tavr procedure aortic position, via subclavian artery access, the crimped valve was not able to be advanced through the subclavian artery and was caught on calcium. The delivery system became kinked and wire access was lost. Wire access was unable to be obtained again due to the kinked delivery system. During the attempt to pull back the crimped valve and delivery system it pulled the subclavian artery off (separated) the aortic arch. The surgeon was able to obtain hemostasis with his finger. The patient's chest was opened and a conduit was placed. The patient was stabilized. The next day the patient was brought back and a valve was placed tao without issues. The patient is currently stable and doing well. The feedback from the surgeon was that the sheath insertion was ¿snug¿ and he believed that calcification caused issues with advancement of the delivery system. The delivery system was not able to be withdrawn into the sheath. The physicians believe the calcification caused the injury. The patient's calcification and tortuosity of the subclavian was moderate. No images are available. Only the delivery system was kinked; the sheath was not kinked.